Manufacturer narrative:
Patient information was not available on the date of filing. No device/components were returned to the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during a procedure the system was stuck in standalone mode and required re-boot in order to get out of it. No other details were gathered. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the issue was discovered during a vertebroplasty procedure. The issue was resolved by rebooting the system and there was a 10 minute delay.